Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-11 information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient felt like the elevator affected their stimulation because they felt a zap or increased stimulation and then the stimulation decreased but it did not turn off. The rep tried to review the patient's usage report but it showed 0% usage since the last interrogation. The report wasn't available for review at the time of the report, but the rep reported they would be meeting with the patient on (B)(6) 2019. No further complications were reported or anticipated. 2019-nov-25 additional information was received from the rep. Rep provided patient's name. The weight information was asked but unknown. The issue was first noted in the month of november. Rep added that nothing was happening in the elevator. Trial and error established normal positional and patient modulated changes. The issue is gone, no interventions were conducted. The provided information was confirmed with the physician/account.